Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient was administered general anesthesia (date not reported) to facilitate abutment removal. The implanted device remains.